Event description:
The customer reported that the patient monitor alarmed. The nurse went into the patient's room and found the ventilator shut down. There wasn't any patient harm reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.